Event description:
Customer had a blood glucose comparison done. The lab result was 124mg/dl and the device reading was 144mg/dl. No treatment was given. Controls were in range. A request was made for the return of the suspect device and replacements were sent.